Manufacturer narrative:
The reported product was returned without an associated complaint. Failure event observed during analysis. Final analysis found a partial lead measuring 20.9 cm. An external insulation abrasion was noted 14.7 to 14.9 cm from the connector pin consistent with friction to the device can. The insulation abrasion breached the re lumen with no damage noted to the etfe cables coating.

Event description:
This report is to advise of an event observed during analysis.